Event description:
It has been reported that during the total hip arthroplasty operation, after a cup inserted and fixed, the surgeon tried to fix the insert and did not seat in the cup. So, he took it off and used insert instead. There was no adverse consequence for the pt.